Event description:
The complainant reported that the automated impella controller (aic) experienced a battery communication failure yellow alarm and a battery failure red alarm. No details regarding resolution were provided. No indication of patient involvement.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure was due to a defective battery (rapid decline in cell voltage). This report is being filed as part of a retrospective review of historical records.